Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the armada 18 balloon dilatation catheter ruptured in the total occlusion, heavily calcified, mildly tortuous, superficial femoral artery with the first inflation at 8 or 9 atmospheres. Resistance was encountered during removal of the armada 18 and the distal 2 mm of the armada separated in the patient. The tip was unable to be retrieved as it could not be located on the angiogram. The patient did not have symptoms related to the separated tip. The superficial femoral artery remained occluded as it was unable to be treated. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections and scanning electron microscopy analysis were performed on the returned device. The reported balloon rupture and separation were confirmed. The resistance during removal was not confirmed as it was based on case circumstances. The investigation determined that the reported balloon rupture, resistance during removal and separation were due to case circumstances (heavy calcification). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.